Manufacturer narrative:
Pneumothorax is not labeled. Separates is not labeled. Event is still under investigation.

Event description:
A (B)(6) female with moderate left pleural effusion underwent left thoracentesis. The hub of the catheter pulled off on ward. The pt underwent a chest x-ray. The pt developed a significant hydro/pneumothorax before the tube was removed.